Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level 431 mg/dl. The customer reported high blood glucose readings due to inaccurate sensor readings. The customer reported the blood glucose level was 294 mg/dl at the time of the incident. The customer had no symptoms. The customer treated with the insulin pump. The customer did and received an insulin flow blocked alarm along with the cannula and base were slightly curved. The insulin pump will not be returned for analysis. The sensor will be returned for analysis.